Event description:
It was reported that the ivus catheter did not operate, (further clarified as "no image") after inserting the stent. It was further reported that the ivus catheter became stuck with the guidewire (0.14") and both devices were removed from the patient's body together as a system. Blood was observed in the catheter when removed. A new ivus catheter was used and completed the procedure without any patient injury. It was reported that patient is currently doing fine.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. During the examination of the returned device, traces of blood were observed along the catheter's shaft and luer. A punctured inner lumen was also observed on the distal shaft approximately 217mm from the distal end. Functional test showed open electrical connection in the scanner. The electrical integrity of the device can be affected by external factors such as device manipulation, contamination and applied pressure during use of the device. The punctured inner lumen is likely due to user handling. This failure is typically observed when the guidewire and catheter are not held straight while loading the catheter over the guidewire. The IFU precaution for this device states; "protect the electrical connections from exposure to fluid." "When inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur." Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use." The physician used a new ivus catheter and completed the procedure without any patient injury. No further action is required.